Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become misaligned/yielded causing the clips to be scissored/ejected and making the instrument non-functional.

Event description:
It was reported that during an unknown procedure, the clips would not fire. There were no adverse consequences to the pt.